Event description:
It was reported that the patients ipg was difficult to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several years from the date the manufacturer became aware of the event.